Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Diabetes educator reported hospitalization due to diabetes ketoacidosis. Customer was nauseated and vomiting. The blood glucose reading is 157 mg/dl. The blood glucose reading at the time of the event was 600 mg/dl. Blood glucose reading decreased to 226 mg/dl when he arrived at hospital. Customer was dehydrated. Nothing further reported.